Event description:
It was reported that the right ventricular lead exhibited intermittent high capture thresholds and a decrease in r waves amplitude. The physician suspected that the lead had dislodged. The patient reported experiencing dizzy spells during the past 40-60 days. The device was reprogrammed. On 06/15 the lead was successfully capped and replaced.

Manufacturer narrative:
(B)(4).